Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during cleaning at the user facility the hudson/modified trinkle reamer was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during cleaning at the user facility the hudson/modified trinkle reamer was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon disassembly, it was confirmed that the bearing lube had broken down. The device was discarded by the manufacturer.